Event description:
The user facility reported that the tip of the glidewire gold broke off inside the patient. They were able to retrieve the tip out of the patient. There was calcium in the patient's artery, and the way the wire was manipulated caused it to break off. There was no estimated blood loss. There was no surgical intervention required. There was no direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 30oct2023: the procedure was a peripheral. A snare was used to remove the broken tip.